Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic gastrovideoscope presented delamination of the distal end adhesive. This occurred during reprocessing. There were no reports of patient involvement.